Event description:
It was reported the catheter was being placed into the patient's right jugular vein in the intensive care unit. During insertion, the spring wire guide unraveled at the proximal end. As a result, another kit was used successfully for the patient. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.